Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 81 units, and displayed 19 units and the customer felt this was an inaccurate reading. Review of the pump data logs showed that the fill estimate of approximately 19 units was accurate. Multiple attempts were made to relay the information to the customer; however, the customer was unable to be reached. There was no impact to the customer's blood glucose level.